Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The physician believed the lead dislodgment was a result of not anchoring the suture sleeve down well enough, not implanting the lead far enough into the target vein, and leaving too much slack in the lead. A revision procedure was performed and this lv was explanted and discarded. No additional adverse patient effects were reported.